Event description:
It was reported that the head of the implant broke off during insertion. The surgeon used a different metal post op and washer to complete the procedure. No adverse consequences reported with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. Device history review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination.